Event description:
Valiant captivia stent graft was implanted in a patient during the endovascular thoracic repair of an aorto-esophageal fistula on an unknown date. It was reported on subsequent follow-up, endoscopy revealed a fistulous opening, and the aortic stent graft could be visualized through the opening. The option of surgery and placing a covered esophageal stent was discussed with the patient. However, the patient was unwilling to undergo the procedure, and therefore nasojejunal feedings were continued for 2 months to prevent infection of the stent graft and allow for healing of the fistula. Subsequent endoscopy revealed healing of the fistulous opening with granulation tissue at the site of the previous fistulous opening. The cause of the fistulous opening is undermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular aortic repair for aorto-esophageal fistula in a young man: have all loose ends been tied? Lakhtakia et al, endoscopy. 2021 sep;53(9):e336-e337. 10.1055/a-1287-8799. Date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed the author believes that the fistulous opening was not related to the use of the stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.